Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred prior to this issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with no recurrence of malfunction code, was advised to continue using pump, and to call back if malfunction alarm occurred again, which customer acknowledged and understood.